Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A two 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was slowly and consciously applied than the usual balloon. At first inflation, it was noted that the balloon ruptured at 6atm within 10-15 seconds. The device was removed using normal method without any problem. The procedure was completed with a different device. No complications were reported, and patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A two 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was slowly and consciously applied than the usual balloon. At first inflation, it was noted that the balloon ruptured at 6atm within 10-15 seconds. The device was removed using normal method without any problem. The procedure was completed with a different device. No complications were reported, and patient was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the balloon identified no damages. No issues were noted with the hypotube shaft. No kinks or damages on the extrusion shaft. A detailed microscopic examination of the balloon material identified pinhole in the balloon. A pinhole was located in the balloon material at the proximal edge of the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation unit for leakage testing. A pinhole was located in the balloon material at the proximal edge of the proximal markerband when inflating to rated burst pressure of 12 atmospheres. The encore device was verified before and after use using the druck gauge.